Event description:
It was alleged that an end user was hospitalized for cellulitis of the face after using an amara full face mask for 20 days. There was no report of serious or permanent injury, and the end user was discharged after 2 days of treatment with antibiotics and has had no further issues.

Manufacturer narrative:
The MFR evaluated the mask and could not confirm the end user's allegation it caused cellulitis. There were no defects noted. The amara full face mask conforms to all applicable standards for biocompatibility. A review of the manufacture's complaint records indicates the alleged event is an isolated incident. Based on the information available, the MFR concludes no further action is necessary.